Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in clinic with having received inappropriate therapy. Diagnostic imaging was performed and confirmed that the right ventricular (rv) lead was dislodged. During the lead revision the rv helix would not rotate. The rv lead was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of inappropriate therapy was not confirmed. Visual examination found the helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was damaged/over torqued due to procedural damage. After cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The reported event of the lead helix failure to rotate was confirmed. The reported event of the lead helix failure to rotate was isolated to the helix/inner coil clogged with blood/tissue and the damaged/over torqued inner coil in the connector region.